Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/14/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported downstream pressure too high which was reproduced. The device failed downstream occlusion testing. The reported condition was verified. The cause was determined to be an out of specification downstream tubing guide which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had too high downstream pressure. The event date, process step and the location where the event happened were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.